Event description:
A remstar system one 60 series device was returned to a third-party service center with an unknown complaint. During the initial evaluation of the device, the third-party service center visually inspected the unit and found the power connector had thermal damage. It was also noted 7 error codes present in the error log. There was no allegation of patient harm or injury. The device was repaired by the third-party service center and returned to the customer.